Event description:
Surgery started and surgeon using raytecs. Scrub tech noticed that the raytec was easily fraying. Scrub tech made the whole team aware and took the defective raytecs off the field. Registered nurse provided new raytecs. Scrub tech confirmed new raytecs were not fraying.